Event description:
The customer reported that the co2 was not working. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.